Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the motor device had an oil leak at the swivel, an air leak, and the hose was damaged (excluding rupture) and cracked. It was further observed that the labeling had an illegible etch, there was no red line, and the set screw was loose. It was further determined that the device failed pretest for visual assessment, labeling verification, hose verification, muffler tube verification, loctite verifications, and oil leak assessment. It was noted in the service order that the cord was damaged. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in (B)(6) 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the liquid leak, identified during service and evaluation was confirmed. The assignable root cause was determined to be due to component failure from normal wear. UDI: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: h6: device investigation update: additional component codes have been included to the investigation. The component codes have been updated accordingly. H11: corrected data: correction: device availability: d9: the device availability date was incorrect in the initial report. The date has been updated from 4/8/2022 to 3/25/2022.